Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user¿s blood glucose (bg) rose to 357 mg/dl following a steroid injection. The user did not receive a >90-minute-high bg alert but was advised corrective insulin dosing and supply change could resolve the high. At follow-up on (B)(6) 2025, the user confirmed bg levels had returned to range. No external assistance or medical intervention occurred.